Event description:
Metal on metal depuy right replacement hip implanted (B)(6) 2009 due to osteoarthritis. I experienced a period of relief, followed by pain and discomfort and loss of stability in the right hip by (B)(6) 2011, in addition to numbness, tingling, dizziness, vertigo and metallic taste in her mouth. Labs revealed increased chromium and cobalt levels. All other treatment modalities were exhausted and decision was made to proceed with right hip hip revision arthroplasty which was performed on (B)(6) 2013. Reason for use: right hip arthroplasty.